Event description:
An x-ray confirmed normal ventricular positioning. The physician felt that the lead had poor capture values and elected to reposition the lead. No further complications noted after the lead was repositioned.

Event description:
It was reported that the ventricular lead exhibited loss of capture. Microdisgodgement was suspected, and a lead revision was scheduled. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.